Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was selected for procedure. The sizing of the device was determined by transesophageal echocardiogram (tee). Fluoroscopy and tee were used during procedure. It noted during procedure via fluoroscopy, that occluder embolized into the aortic portion of the heart after being released from the delivery cable. Prior to full release of the occluder, there was no change in heart rhythm, a tug test was performed, and all close criteria was met. The patient had been administered 500ml of sodium chloride during procedure. The left atrial pressure was not measured. At the time of implant the occluder had a tire shape and had no leak detected around it. There was no difficulty with implanting the device, such as multiple recaptures/repositioning. The patient did not have an clinical signs or symptoms due to this event. The embolized 28mm amplatzer amulet occluder did not cause any partial or complete obstruction/blockage of blood flow. The decision was made to attempt percutaneous retrieval of the occluder, but was unsuccessful. The patient was sent for surgical explant of the occluder. The patient was stable at the time of report. The cause of the embolization of the occluder is unknown.

Manufacturer narrative:
An event of device embolization during implant was reported. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. Information from field indicated that close criteria was met and tug test was performed and passed. Field also indicated that there was no difficulty implanting the device as 3 recaptures were done for a better repositioning of the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on imaging received baseline sizing prescribes 31mm device size based off of maximum 26mm 135 view. In addition, 500ml nacl was administered during the procedure which may have impacted sizing. However, the cause of the reported device embolization could not be determined. The reported interventions were under case specific circumstances as a embolized device was surgical removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a